Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert on the mobile app to replace the transmitter occurred. Data was provided for evaluation and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failure was found in connection to the reported allegation. The reported event of an alert to replace the transmitter is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.